Event description:
A report has been received that the right caster is making a grinding noise and will not lock into place. In speaking with the reporter, it was learned the end user has been using this unit for 4 months, the right wheel locks but when released it does not fully unlock. There is no report of any injury.